Event description:
The pt reported decreasing ability to effectively use the implant. Using the appropriate diagnostic equipment, the device appeared to function appropriately. The pt and surgeon determined the pt's device should be explanted and reimplanted with a new implant. Explantation/reimplantation surgery was done in 2000.